Event description:
At about 2 years and 8 months after the primary surgery, the patient came in reporting pain due to aseptic loosening. The surgeon revised the cemented tibial tray and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 1908646: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.